Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation (rite) electrical test but failed the rite functional test for system error 2418 alarm. The assignable cause of the reported problem was determined to be cracked door piston. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.